Event description:
Started photopheresis procedure, got through machine prime, hooked up pt, got through purging process, went to turn up the collect speed as in any procedure and suddenly photopheresis bowl exploded. Pt immediately clamped and safe, new machine loaded with new kit, procedure ran smoothly. The malfunctioning kit disposed of in biohazard bag, machine cleaned up and sent biomed for diagnostics and repair. Therakos manufacturer notified; pictures sent therakos and biomed. (B)(6).